Event description:
Please refer to initial MFR report #9611500-2019-00378.

Manufacturer narrative:
There was a log file made available but no entry could be found for the reported date of event. There were no additional details made available beyond the information that the device is back in use without exhibiting further problems. The device is not under a service contract and thus, it is not known to dräger if any repair exchange measures have been provided or not. The available information does not allow a reliable conclusion in terms of potential root cause. In fact, it is not even clear if the device performed a single restart during which the ventilation will be interrupted for approx. 12 seconds and restored afterwards with previous settings or if the ventilation stopped fully without restoring. It was however explicitly reported for the particular event that patient support was bridged in manual ventilation until a replacement device was available; no patient consequences have reportedly occurred.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device stopped ventilating during use on a patient. There was no injury reported.